Event description:
User receiving discrepant results for sodium and/or potassium for 56 patient samples. Sixteen specific examples were provided. All results are in mmol/l. Sample 1, initial sodium 130, repeat 139. Sample 2, initial sodium 132, repeat 141. Sample 3, initial sodium 128, repeat 137. Sample 4, initial sodium 122, repeat 133. Sample 5, initial sodium 130, repeat 138. Sample 6, initial sodium 130, repeat 141. Sample 7, initial sodium 127, repeat 138. Sample 8, initial sodium 129, repeat 138. Sample 9, initial sodium 128, repeat 138. Sample 10, initial sodium 124, repeat 135. Sample 11, initial sodium 126, repeat 137. Sample 12, initial sodium 129, repeat 140. Sample 13, initial sodium 128, repeat 141. Sample 14, initial sodium 128, repeat 141; initial potassium 3.8, repeat 5.0. Sample 15, initial sodium 122, repeat 135. Sample 16, initial sodium 124, repeat 136. Initial results were reported, patients were not adversely affected. The field service representative determined the issue was due to internal standard bottle change over and recalibrated the ise. Performance tests were performed.